Event description:
It was reported that during a procedure of the anastomosis in a native dialysis graft of the subclavian vein, the fox plus balloon dilatation catheter (bdc) was introduced through the sheath and during the first inflation the graft was dissected. It was noted that maximum balloon pressure using an indeflator was not achieved and the balloon became stuck in the sheath. Several attempts at inflation and deflation of the balloon were unsuccessful and the two devices were removed together as a system with some trauma to the native vein at the edge of the balloon; the dialysis fistula was lost and surgical repair was performed. The fox balloon size was noted as being smaller than the native vessel diameter in the subclavian vein. There was no reported adverse patient sequela. There was a reported clinically significant delay of 90 to 120 minutes in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The reported patient effect of dissection is a known adverse patient event associated with angioplasty procedures. A conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined.